Event description:
It was reported that on 13 may 2024, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. The annular dimension of the native valve were perimeter 71.5mm, area 390mm2, short diameter 20mm, long diameter 23mm. A pre-dilatation was performed with a 20mm balloon. The flexnav was was inserted to initiate the deployment of navitor and at 80% of deployment, the implant depth was 3mm on the non-coronary cusp (ncc) and after discussion about the depth of left coronary cusp (lcc), and the final deployment was performed 3 minutes later. The final implant depth was 4mm on lcc and 2mm on ncc. After the final placement, the valve migrated upward and both the n-side and l-side became tulip-shaped. When flexnav was removed and the guidewire was being controlled, flexnav tip and guidewire contacted with navitor and that caused navitor for further upward migration. Subsequent fluoroscopic imaging showed that the tulip-shape had resolved and further upward migration was made. Angiogram was taken, and navitor had moved completely out of annulus and into sinus of valsalva (sov). A transthoracic echocardiogram (tte) performed and confirmed aortic regurgitation (ar). The navitor valve was not raised using a snare since the left coronary artery(lca) blood flow was maintained. For lca protection, a non abbott valve was chosen and implanted with a valve in valve technique. The vital level was decreased and a percutaneous cardiopulmonary support (pcps) was used. Angiography revealed slow-flow, and chimney stent was performed for left anterior descending (lad)- left main trunk (lmt). Another angiography and intravascular ultrasound (ivus) confirmed stent dilatation and thrombolysis in myocardial infarction grade 3 (timi3) without issue. The procedure was completed and pcps was removed, and the patient left operating room. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
An event of difficult to remove (entanglement with the valve) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the valve migrated upward and both the n-side and l-side became tulip-shaped. There was no tension in the delivery system the device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There was reportedly interaction of the delivery system with the valve, but did not cause the migration. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.